Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the motor piston on the insulin pump makes a very loud clicking sound. Customer's blood glucose reading was 101 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement alarm tests. No excessive no delivery alarms were noted. There was a normal sound from the motor when delivering a bolus. No unexpected loud motor noise was noted during bolus delivery. No cosmetic damage was noted.